Event description:
A 2.25mm diameter x 24mm length driver sprint rx stent was inserted into a patient for treatment of a severly calcified, non-tortuous, proximal lad lesion. Prior to the insertion of the driver sprint rx stent, the lesion had been pre-dilatated 3 times with a 2.00mm diameter x 20mm length balloon, to 18 atms for 10 seconds. It was reported that the stent would not advance to the lad. After removing the device from the patient, significant damage of the stent was reported to have been observed. No patient injury. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: severe calcification, stent deformation. Conclusion: severe calcification.